Event description:
It was reported the handpiece was set aside from an unknown case because it was not working. The rep tested the handpiece and determined the handpiece and determined the handpiece gave error 3 when the generator was taken out of standby mode into ready.